Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted and the motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test and operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer's blood glucose level was 445 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.